Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for an endovascular treatment. An endurant aortic stent graft extension and aortic cuff were implanted in the patient. It was reported that approximately ten years and one month post index procedure the patient presented emergently with chest and abdominal pain. A CT revealed that there was a type iii separation endoleak between the endurant ii aortic cuff and the stent graft bifurcate. The physician elected to perform an open repair but the patient expired due to cardiogenic and hemorrhagic shock. The physician indicated that since another physician implanted the original device and the additional aortic cuffs it is hard to know what the size of the aaa was initially. In addition the physician stated that according to the patient there was no routine follow up with imaging surveillance; therefore, there is no baseline to know if the aaa was enlarging. The physician suspected that the aaa was re-pressurized due to an endoleak causing probable aneurysm enlargement and neck dilatation which lead to the type iii separation. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.